Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. Device passed displacement test, rewind, basic occlusion tests and no unexpected low reservoir alarm noted. Device had cracked display window corner, scratched lcd window and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 8.7 mmol/l. Troubleshooting was performed. The device was returned for analysis.